Manufacturer narrative:
Initially this product had not been returned and, as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no objective evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event. Subsequently, the device was returned for analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that an alert was received for this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead via the remote monitoring system indicating that there was an out-of-range impedance measurement. There was no noise noted on the presenting electrogram (egm). Boston scientific technical services (ts) recommended bringing the patient in office for further evaluation including isometrics, pocket manipulation, and sample impedances. This device was later explanted for normal battery depletion and returned for analysis. No adverse patient effects were reported.

Event description:
This report is being filed to provide an updated conclusion code and associated manufacturer's narrative.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no objective evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that an alert was received for this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead via the remote monitoring system indicating that there was an out-of-range impedance measurement. There was no noise noted on the presenting electrogram (egm). Boston scientific technical services (ts) recommended bringing the patient in office for further evaluation including isometrics, pocket manipulation, and sample impedances. This product remains in service. No adverse patient effects were reported.